Manufacturer narrative:
Patient information was not made available from the site. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative reported that the tool interface unit (tiu) was replaced on 12/09/2014 and the system was working fine. No parts have been returned to the manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system camera that was displaying black status intermittently. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.